Event description:
It was reported the patient's blood glucose level rose to 300mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided.

Manufacturer narrative:
The device was received fully deployed. No abnormalities were seen in the download data. The exposed portion of the soft cannula was observed to be flattened and torn. The length of the soft cannula was measured to be out of specification. During fluid path test, fluid was found exiting through the tear in the exposed portion of the soft cannula. It could not be conclusively determined when this damage occurred. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: tp1a.220624.014.g981u1ueschxl1. Smartphone hardware: sm-g981u1. Cgm sensor type: g6.